Event description:
A baxter sales representative called product surveillance on 2/9/10. The baxter sales representative received a call from physician regarding the infus-or pump at their facility. The physician reported a problem with the syringe alarm on this pump. The physician reported that when the syringe is in the pump and has administered 5cc of medication, pump will alarm. The physician then has to remove the syringe and manually administer 1cc by pushing down on the syringe. The physician is then able to reinsert the syringe in the pump and pump will continue to administer medication without alarming. Although baxter attempted to obtain information, details were not available regarding this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device has been requested from the customer numerous times, no response has been received from the customer as to the availability of this pump for evaluation. If the device becomes available and additional information is received, a follow up report will be submitted..